Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent deployment issue occurred. The target lesion was located in the superficial femoral artery, an unknown innova self-expanding stent system was deployed at a 180 degree angle and the stent jumped when the physician deployed it without touching the intima by the first mm. The physician noted that this only happens when he does an antégrade technique, "it seems it is normal". Stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient did very well.

Manufacturer narrative:
Corrections: brand name: from innova self-expanding stent system to innova¿. (B)(4).

Event description:
It was further reported that the lesion was 70% stenosed, mildly calcified and non tortuous. The 6 x 20 x 75 innova stent was well apposed and at the beginning, the strut of the stent first touched on the intima. The patient's status is fine.